Event description:
It was reported that the patient had a mild infection after the implant. The patient was experiencing discomfort along left side of her abdomen and upper back. The patient was prescribed antibiotics. The patient was seen on the follow up check up and did not appear that patient had an infection. The patient will undergo revision. Additional information was received that the patient underwent a revision procedure wherein one lead was explanted under (MFR number 3006630150-2021-00435).

Manufacturer narrative:
Exact date unknown, event occurred after the implant procedure.

Event description:
It was reported that the patient had a mild infection after the implant. The patient was experiencing discomfort along left side of her abdomen and upper back. The patient was prescribed antibiotics. The patient was seen on the follow up check up and did not appear that patient had an infection. The patient will undergo revision.